Event description:
The hospital reported a drop in a patient's vital signs due to high agent delivery during use of the tec 6 plus. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient info: no information provided to date. Serial number: not provided. Date of device manufacture: unknown as no serial number provided. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The most likely root cause of the high agent delivery is failure to return the control dial to standby following the preoperative checkout. The tec 6 vaporizer user manual recommends the use of anesthesia gas monitoring in conjunction with usage of the device. The customer complaint notes an unexpected agent concentration delivery to the patient, which would have been apparent with gas monitoring. The customer continued to use the device after the event as they did not allege a malfunction. H3 other text : the most likely root cause of the high agent delivery is failure to return the control dial to standby following the preoperative checkout. The tec 6 vaporizer user manual recommends the use of anesthesia gas monitoring in conjunction with usage of the device. The customer complaint notes an unexpected agent concentration delivery to the patient, which would have been apparent with gas monitoring. The customer continued to use the device after the event as they did not allege a malfunction.